Event description:
A laser technician reported the laser system would not read the card after one treatment was used. During follow-up, the technician stated they test all the cards upon receipt and this one was tested and passed. However, the card showed no treatment left on the first use, but resumed after it was reinserted.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. (B)(4). This report was mailed to FDA on: (B)(4) 2011. (B)(4).